Event description:
It was reported that they have been having issues charging the implant for the past couple of months. Pt (patient) stated the controller was not powering on with the up/down button. Agent walked pt through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Agent had caller re insert the battery and confirmed controller is 100% and implant is 60%. Pt denied damage to the recharger cord/pins. Pt stated that it is a constant fight to get implant to charge because it always wants to go to poor, good, and excellent quality and it is difficult to 'locate the device'. Pt stated they were told to put the implant in the hole of the recharger but, they only have success with charging where the cord and paddle meet on the recharger. Agent asked pt if they are using the belt; pt stated no because the belt broke 'almost right away'. The pt then stated that the implant battery in their body gets really hot and feeling like it is burning them for like a year. Pt stated the talked to manufacturing representative (rep) who said to 'turn it off and let it cool' (agent did not attempt to gather notify date as agent was trying to keep the pt focused). Pt confirmed the recharger does not get hot. Agent asked pt about falls/trauma; pt stated they had a fall in (B)(6) 2024 and also in the last year, pt stated they lost 82 pounds. Pt stated the ins is protruding from their body and they can't wear anything with a waist band because it is irritating. Agent recommended to monitor implant charging with replacement however, that may not resolve the issue. Agent encouraged pt to follow up with healthcare provider (hcp) to further address the issues documented in this case. Agent sent request to repair to replace the belt <(>&<)> the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they had a surgery last thursday and said it was related to their device. They said the surgery was to do something with the battery, the patient was unsure if they moved it or replaced it. The patient said the reason they needed the surgery was because during the summer, the implantable neurostimulator (ins) had come out of the pocket and it was protruding out and flipped over because they had lost 80 pounds.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that only a pocket revision done. The battery was not replaced. During the revision, doctor opened the battery pocket and found that everything looked good. The doctor anchored the same battery and proceeded to close the pocket. This issue was resolved during the pocket revision. This information was confirmed by the doctor the day of the revision.